Event description:
This customer reported that a few minutes after delivering a shock to a pt via (B)(4) defib pads, the nurse performing chest compressions was "shocked." An EKG clip was observed to be touching the defib pad. There was no report of any negative impact to the nurse.

Manufacturer narrative:
(B)(4): this customer reported that a few minutes after delivering a shock to a pt via (B)(4) defib pads, the nurse performing chest compressions was "shocked." An EKG clip was observed to be touching the defib pad. There was no report of any negative impact to the nurse. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.